Manufacturer narrative:
Work order passed. No failure noted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system did not power up, and "no signal" message was displayed on the screen. There was no patient present during this event.